Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ping meter would power off during use. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt noted the reported meter would power off during use; she did not obtain a blood glucose reading. One and a half hours later, the pt experienced the symptoms of headache, dizziness, blurred vision and frequent urination. The pt went to the emergency room, where her blood glucose level was tested to be 480 mg/dl. The pt was treated with regular or nph insulin. Troubleshooting revealed the meter's battery did not need to be replaced. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter power issue, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.